Event description:
It was reported the patient has had sporadic therapy for the past couple of months (starting end of october/beginning of november). The patient would have no pain one day, but would have no relief the next. They reprogrammed the pump and changed the dose "100 times in the past year." The patient stated their healthcare professional (hcp) suspected granuloma, but increased the morphine and no longer suspected granuloma. The outcome of the event was not reported. The pump was used to deliver droperidol and morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).